Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation it was noted, the right atrial (ra) lead was over-sensing noise which triggered false automatic mode switch (ams) episodes. No intervention was performed. The patient was stable.

Manufacturer narrative:
Additional information: a2, b1, b2, b5, d6b, h1, h6 results/conclusions codes.

Event description:
New information received notes the right atrial lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.